Event description:
A malfunction was reported on the customer's pump, and they requested assistance to reset the pump in order to obtain pump settings for a new device. There was no adverse impact to the customer's blood glucose level. Technical support provided the necessary information to reset the pump and assisted the customer, allowing them to restart their glucose monitoring system and continue insulin delivery. The malfunction did not recur after the reset, and the customer was able to set up their new pump independently with the provided settings.